Event description:
It was reported to tyco/kendall healthcare on 11/11/2005 that a customer had a problem with the kendall single lumen PICC. The customer states: a pin hole developed in the single lumen PICC below the stabilizing wing.